Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes an insulation break due to contact with the wing of the suture sleeve of another lead.